Event description:
Legal counsel for the patient reported that patient underwent total left hip arthroplasty on (B)(6) 2003 and total right hip arthroplasty on (B)(6) 2003. Patient's legal counsel further reported patient allegations of pain, loss of range of motion, metallosis and elevated metal ion levels and that a left hip revision procedure was performed on (B)(6) 2012. Operative report noted metallic debris and a loose acetabular cup with no ingrowth. A review of invoice history confirmed the modular head and acetabular cup were removed and replaced during the left hip revision. There has been no reported revision procedure for the right hip. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-03042 & 2014-00468 / 00469).